Event description:
Patient's nurse called in to report that the patient is getting "connect the plug to your monitor" alerts. Troubleshooting unsuccessful. Wcd role in the event is pending evaluation of to-be-returned device.